Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to infection. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 6, 2014.